Event description:
Device complication: restenosis, time of complication: 8 months post-procedure, symptoms: none reported. It was reported that the patient experienced in-stent restenosis in the right internal carotid eight months post procedure. The physician plans to treat the stenosis with either pta or restent.